Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded noise over sensing at an stored electrogram (egm). The device was pacing through the noise. The device does not respond to the sensing of the noise and remains in service at this time. No adverse patient effects were reported.